Event description:
The service engineer (se) reported that the touched position was out of alignment. There was no patient involvement when the issue occurred. No patient or user harm reported. The se reported that the touched position was out of alignment. A calibration was performed; however, the phenomenon was not resolved. The se replaced the touchscreen to resolve the issue. The device was returned to service.

Manufacturer narrative:
(B)(6).